Event description:
Rn reported a home pt (hp) was unable to shut off the flow of fluid from the transfer set with the clamp in the closed position. Incident was noted when the hp disconnected from the apd therapy. The pt received a transfer set change. No pt injury or medical intervention reported per rn.